Event description:
A complaint rec'd by proxy biomedical on (B)(4) 2012 via the polyform distributor boston scientific states that the pt has been "seriously injured" and continues to suffer "ongoing pain, vaginal complications, and mental anguish." The complaint also states the pt's injuries were so severe that "surgery to excise the eroded mesh was required." The report was made by the pt's rep (B)(4). The pt is identified as '(B)(6)' - their age, weight and height at the time of the event is unk. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm x 15cm or 15cm x 20cm - the lot number has not been provided. The date of implantation or the date of the intervention surgery has not been provided.

Manufacturer narrative:
Device was not returned for eval. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Mesh erosion is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).